Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a syncopal episode. The available data was examined and high capture threshold measurements were noted for the automatic capture threshold for the rv. This rv lead was subsequently explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a syncopal episode. The available data was examined and high capture threshold measurements were noted for the automatic capture threshold for the rv. This rv lead was subsequently explanted and a new rv lead was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this rv lead exhibited undersensing and loss of capture (loc). No additional adverse patient effects were reported.